Event description:
It was reported that during a scheduled ivc filter retrieval, angiography demonstrated that a filter foot had detached and had endothelialized in the cava wall. The physician chose to leave the detached foot in the patient. The filter was removed without incident with a recovery cone removal system. The filter had been implanted due to trauma and had an indwell time of 1231 days. The filter remained implanted for an extended period of time as the patient was undergoing multiple orthopedic surgeries. There was no report of injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The explanted filter was returned for evaluation. All six arms and legs were present. One of the legs had a fractured foot. The fractured piece of the foot still attached to the filter measured at approximately 1mm. The detached part of the foot which was not returned for evaluation, measured approximately 2mm in length. Three of the legs were overlapping each other by their feet. Heat was applied to the filter and the filter took shape. The device evaluation confirmed a fractured foot on one of the legs. The root cause is unknown. The current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena caver filters. There have been reports of embolization of the vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse effect.